Manufacturer narrative:
Pump performed within specifications. Tubing was functional. Reservoir had a wear leak.

Event description:
The pump and reservoir were removed from the patient and replaced due to malfunction. Additional information received on 10/08/1996 indicates fluid loss - reservoir.